Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Patient procedure was a laparoscopic tubal sterilization. Customer reported a 10-minute delay to patient care. Customer was able to access the required medication, rocuronium and propofol after the registered nursed logged the anesthesiologist out of the system and logged in herself. Customer reported that the event occurred during patient induction; patient was not relaxed enough to visualize vocal cords and required an additional paralytic agent. The anesthesiologist masked the patient and held patient's head in position to maintain an open airway.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Patient procedure was a laparoscopic tubal sterilization. Customer reported a 10-minute delay to patient care. Customer was able to access the required medication, rocuronium and propofol after the registered nursed logged the anesthesiologist out of the system and logged in herself. Customer reported that the event occurred during patient induction; patient was not relaxed enough to visualize vocal cords and required an additional paralytic agent. The anesthesiologist masked the patient and held patient's head in position to maintain an open airway. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and was unable to duplicate the reported issue. The drawer was tested and confirmed operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-apr-2020 to 04- apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer did not release during a procedure. A field service engineer turned off firewall and secured solenoid latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis anesthesia es system drawer did not release during a laparoscopic tubal sterilization. Customer reported a 10-minute delay to patient care. Customer was able to access the required medication, rocuronium and propofol after the registered nursed logged the anesthesiologist out of the system and logged herself in. Customer reported that the event occurred during patient induction; patient was not relaxed enough to visualize vocal cords and required an additional paralytic agent. The anesthesiologist masked the patient and held patient¿s head in position to maintain an open airway.